Event description:
Cuts as you insert and makes customer bleed. Did not state if they needed medical attention. Additional information: medical attention not noted in this case.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and 100% inflation/deflation test was conducted. There was no sample returned and no photo received to help with the investigation. Sharp catheter that causes sut at insertion could not be visualized without returned sample. There was no sample returned and no photo received to help with the investigation. Simulation test on production sample also found no similar defect therefore complaint could not be further determined with limited information.

Event description:
Cuts as you insert and makes customer bleed. Did not state if they needed medical attention. Additional information: medical attention not noted in this case.